Event description:
Severe pain in breast making it hard to breath, laugh, cough etc. Admitted to the ER. CT clear, x-ray clear. Was given a few doses of fentanyl which did not help. FDA safety report ID # (B)(4).